Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous mid right coronary artery. Pre-dilatation was performed using different sizes of unspecified balloons (1.2x20 rx ,2.0 and 3.0). A 3.50x15mm xience sierra stent delivery system (sds) was advanced and got stuck inside the 6-french guiding catheter (gc). The sds was able to be removed, when it was then noted that the stent was not on the balloon, but remained inside the gc. The dislodged stent was removed along with the guiding catheter as a single unit. Balloon angioplasty was done to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to position and difficult to remove could not be tested due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.